Manufacturer narrative:
Continuation of d10:479878 lead implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month post implant of the cardiac resynchronization therapy defibrillator (crt-d) and antibacterial absorbable envelope, the patient experienced a deep incisional surgical site infection. There was a scab with surrounding erythema and tenderness, and pain on palpation on the right pectoral implant. Additionally, the patient noted that there has been pus one month prior. The patient was treated with oral antibiotics for ten days and it resolved. The crt-d remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. .